Manufacturer narrative:
Device information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced symptoms consistent with overdrainage of cerebrospinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision performed on due to an "actual shunt piece failing". The product had a run off pressure of almost zero. There was no known impact or consequence to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, and leak testing. However, the valve did not meet the requirements for pressure-flow, and pre-implantation testing. There was debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.